Manufacturer narrative:
Although it is unknown which of the products caused or contributed to the reported event, we are filling this MDR for notification purpose. Multiple products were used in the event which are as follows: part# , lot# , qty , 510k# , upn. (B)(4). Neither the devices nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient presented with cervical spondylotic myelopathy and underwent the procedure cervical posterior decompression fusion at levels c4-6. Postoperatively, paralysis was developed in the patient due to hematoma. Revision surgery was performed to remove the plate, autograft. And then hematoma was also removed.